Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort proximally. Upon revision it was noted that the rte was oversized; therefore, the rte was removed. No patient complications were reported.